Event description:
Customer reported IV set came apart at the drip chamber. No patient harm reported and no other details about the event available. The IV administration set was requested but not received to date. A follow up report will be filed if product is received in the future.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.